Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initiation of capacitor charging, the device oversensed during the capacitor integrity charging. Device function and therapy delivery was not affected. The patient is well.